Manufacturer narrative:
The additional initial reporter's name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy, regarding leak in iab circuit and augmentation alarms.the esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.